Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, it¿s likely the biopsy channel port was shaved due to metal parts of the endo therapy accessories and/or cleaning brush coming in contact with the biopsy channel port when the endo therapy accessories or cleaning brush were inserted/retrieved. However, a final root cause of this event was unable to be identified. The following information is included in the instructions for use (IFU): "chapter 3 preparation and inspection.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the bronchofiberscope had black spots in the image. There were no reports of patient or user harm associated with this event. The device was returned to olympus for a device evaluation and found the forceps channel port was shaved. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: due to a cut on the bending section cover rubber the water tightness was lost, due to deformation of the control unit the water tightness was lost, the image guide bundle had significant breakages, the distal end had stain, the adhesive on the bending section cover rubber was detached, due to wear of the angle wire the bending angle in the up/down direction did not meet the standard value, the connecting tube had a buckling, the grip had a scratch, the suction cover had a scratch, the up/down plate had a scratch, the angulation lever had a scratch, the eyepiece had a scratch, the universal cord had a dent and a scratch, the protector of the universal cord on the scope connector side had a cut, the light guide cover glass had a dent, the forceps channel port was dirty, and the black spots were visible in the image.the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.